Event description:
It was reported that capture management had inducted ventricular tachycardia (vt), which was observed outside the detection or treatment zones. The patient was scheduled to be brought into the clinic to turn left ventricular capture management (lvcm) off. No further patient complications have been reported as a result of this event.